Event description:
The patient underwent a pelvic floor repair procedure in 12/2005. Post-operatively, the patient presented with excessive bleeding which resolved without intervention. The physician believes the bleeding may have been caused by a small hematoma. Upon examination, vaginal extrusion of the mesh was noted and the patient was brought back into operating room to excise a piece of the mesh. The physician believes the bleeding and the mesh exposure were probably related.